Event description:
It was reported that during routine maintenance/transport, the cardiosave intra-aortic balloon pump (iabp) unit was dropped, wasn't functioning properly, and has a helium leak. There was no patient involvement.

Manufacturer narrative:
Updated fields: h6 (type of investigation, investigation findings, investigation conclusions, component code). It was being reported that during the routine maintenance the cardiosave intra aortic balloon pump (iabp) had an issue regarding the "unit isn't functioning properly/leaking". Actually the device was being dropped during the transport which is causing the helium leak. The fill manifold and vacuum/pressure hoses were also being damaged. A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had replaced the (d997-00-0565) assy helium reservoir,(d004-00-0093) tube assy pressure, (d004-00-0092) tube assy vacuum and (d441-00-0194) console cover. After the replacement the device had passed all the functional checks and the equipment was cleared for the clinical use. There was no involvement of the patient.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during transport, the cardiosave intra-aortic balloon pump (iabp) unit was dropped and isn't functioning properly and has helium leak.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.